Event description:
The customer returned the track ii from an unknown syringe infusion pump stating that there was no pressure variation. During in-house testing, it was found that the unit would have failed to alert occlusion.